Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus in the space between gore-tex and the exterior of the outflow graft could not be confirmed through this evaluation, as the device was not returned for evaluation and no images of the reported event were submitted for review. The report of low flow alarms was confirmed through the evaluation of the submitted log files. According to the account, flow values increased when thrombus was evacuated from the space between gore-tex and the exterior of the outflow graft. A direct correlation between the device and the reported right ventricular dysfunction and chemical pancreatitis could not be conclusively determined through this evaluation. The log files captured persistent low flow hazard alarms on (B)(6) 2021 and (B)(6) 2021. No other unusual events were observed. The pump operated above the low speed limit for the duration of the log files and the system appeared to be operating as intended. It was reported that the patient had nausea and vomiting with chemical pancreatitis, right ventricular dysfunction, and suspected thrombus compressing the exterior of the outflow graft. It was reported that the patient underwent a redo-sternotomy on (B)(6) 2021, and a clot was evacuated from between gore-tex and the exterior of the outflow graft. Once the clot was removed, flow increased and central venous pressure (cvp) decreased. Pump parameters were reportedly normal and no pump exchange was needed. The patient¿s chest was closed. The patient remains ongoing on ventricular assist device (vad) support and no further related events have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2018. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 4 of this IFU explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous pump exchange is reported in manufacturer report number: 2916596-2021-01265.

Event description:
It was reported that a log file review was requested. The log file captured low flow events between 30jan2021 and 2feb2021. Motor power also dropped during this time. The low flow events seem to be a patient related issue and not an equipment related issue. The log also noted a single unsustained power/flow elevation on (B)(6) 2021. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. Another log file review was requested on (B)(6) 2021. The log file captured low flow events throughout the duration of the event history. The low flow events seem to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. It was additionally reported that the patient had nausea and vomiting related to chemical pancreatitis. Additional log files were submitted on (B)(6) 2021 and a review was requested. The log file captured low flow events throughout the event history. Technical services reported that the log file captured low flow events throughout the event history. Additional information was received that reported that the patient was scheduled for surgical operation for (B)(6) 2021 to perform a revision of the outflow graft/possible vad exchange. On (B)(6) 2021 the patient had a redo sternotomy for thrombus formation outside of the outflow graft. The outflow graft was reportedly strangulated by the thrombus, which formed between the gortex and the outlfow graft. The clot was evacuated and flow values increased to 4.9 lpm, central venous pressure (cvp) decreased from 26 mmhg to 14 mmhg, and otherwise normal pump parameters were observed. No pump exchange was necessary so the chest was closed. Implant notes indicated that the patient also had right ventricular dysfunction.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.